Event description:
It was reported that during intraocular lens (iol) implantation, the haptic broke off and the iol was displaced. Surgeon enlarged the incision and removed and replaced the iol.

Manufacturer narrative:
The lens was discarded by the account and not received for analysis. Device history records were reviewed and no deviations or assignable cause in the manufacturing process related to the alleged claim of broken haptic were found. The results of the inspections performed at different stages were within product specifications. While we were unable to determine the origin of the damage, our investigation reasonably suggests, it is not manufacturing related.